Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received eight inappropriate shocks due to what appears to be supraventricular tachycardia (svt). The health care professional (hcp) interrogated the device, upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Technical services (ts) reviewed the stored episode noting that this ICD exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Technical services (ts) also noted that this lead is from (B)(6) 2006 and the shocking impedances were in the high ranges but within normal limits since last year. Technical services (ts) was consulted and discussed this was likely calcification and not a lead fracture. Ts recommended lead replacement or possible commanded shock and defibrillation threshold (dft) test if physician does not want to replace the lead. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received eight inappropriate shocks due to what appears to be supraventricular tachycardia (svt). The health care professional (hcp) interrogated the device, upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Technical services (ts) reviewed the stored episode noting that this ICD exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Technical services (ts) also noted that this lead is from 2006 and the shocking impedances were in the high ranges but within normal limits since last year. Technical services (ts) was consulted and discussed this was likely calcification and not a lead fracture. Ts recommended lead replacement or possible commanded shock and defibrillation threshold (dft) test if physician does not want to replace the lead. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.